Event description:
Customer reported unit randomly discharges patients. Investigation/conclusion: ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.